Manufacturer narrative:
Testing and investigation found the distal pressure sensor pin was broken. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted that the device distal pressure sensor pin was broken.